Manufacturer narrative:
Concomitant products: product ID: 8591-38, lot# d29220, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider via a clinical study in regard to a patient receiving morphine 2.0 mg/ml at 0.2601 mg/day via an implantable infusion pump. Per logs provided the pump daily dose was increased by 20% on (B)(6) 2012 to 0.3119 mg/day. The pump indication for use was listed as non-malignant pain. It was reported that the patient experienced medication side effects. At an examination on (B)(6) 2012 the patient felt as though they were going crazy, felt strange, uneasy and had suicidal ideation. The pump was decreased. At an examination on (B)(6) 2012, the patient reported being in a much better mood and had been doing much better since the pump decrease. The medication in the pump was changed from morphine to prialt on (B)(6) 2012. The outcome resolved without sequelae on (B)(6) 2012. The etiology was indicated as the intrathecal morphine medication and possibly related to the increase dose. The event was possibly related to the device or therapy and not related to the implant procedure. The severity was considered moderate.